Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted, the patient reported pain. And that was the reason for the revision procedure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: visual inspection: the si polyaxl screw 4.35 x 35mm (p/n: 179712435, lot #: akmbdh) was returned and received at us customer quality (cq). Upon visual inspection, the locking screw had broken into two pieces at the point where the shaft meets the head of the screw. The screw was also stripped. No other issues were identified on the returned device. Device failure/defect identified? Yes. Dimensional inspection: complaint relevant dimensional inspection cannot be performed due to the post-manufacturing damage. Document/specification review: the following current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion the complaint could be confirmed for the returned device. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: kwp, osh, nkb, mni, kwq. The subject device is received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 upon dissection to removed a broken medtronic rod, two screw head were detached. The screws were retrieved and replaced with medtronic screws. Procedure was completed successfully without any surgical delay. This report is for one (1) expedium spine system si polyaxial screw 5.5 x 4.35 x 30mm. This is report 2 of 2 for complaint (B)(4).